Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. As a result, the patient experienced discomfort (described as pain) at the ipg site. Reportedly, the patient underwent surgical intervention wherein the ipg was relocated which resolved the issue. Therapy was established post operatively.

Manufacturer narrative:
Additional information gathered, identified the customer information was unintendedly incorrect in the initial report.